Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpected error had occurred and users were unable to login to the station. A technical support specialist dialed into the station and reviewed the database synchronization logs, identified the last recorded error on (B)(6) 2026 failed database operation, logged into the system and verified that the current synchronization status was up to date. Contacted customer, who confirmed the station issue had already been resolved as of the previous day and the system was back in operation. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station keeps giving unexpected error message related to object reference was not set. Also stated that the user was unable to login. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.